Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the procedure started as normal. The device was working tested. After a while, it started making a buzzing sound. It then proceeded to say error code. When it was decontaminating the hook in then it broke off. It was not reported how the procedure was completed. There were no adverse consequences for the pt.